Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2018-03087. It was reported that patient's leads had migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted.

Event description:
Device 1 of 2 : reference MFR. Report # 3006705815-2018-03087.